Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 167 mg/dl. The customer also mentioned high readings of 457 mg/dl, 429 mg/dl, 323 mg/dl and 306 mg/dl. The customer treated with manual injections. The customer was assisted with the reservoir change. The customer stated that her plunger sometimes gets frozen. The customer was successfully able to push insulin from reservoir into tubing during troubleshoot.